Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the subject device. The testing result cleared the (B)(6) guideline. The exact cause of the reported event could not be conclusively determined at this time. (B)(4) checked the subject device and found following; there was the impact points on the distal end cap. The adhesive of the bending section rubber was damaged. The bending section was worn out. There was the deposits in the auxiliary channel. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [(B)(6), 2020] auxiliary channel : pseudomonas spp. (>150cfu / ml) .[(B)(6), 2020] auxiliary channel : pseudomonas oleovorans (>150cfu / ml). [(B)(6), 2021] auxiliary channel : pseudomonas spp. (>150cfu / ml). The device had been reprocessed with olympus automated endoscope reprocessor, etd3 plus (not available in the USA), using glutaraldehyde. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based on the inspection by olympus europa (B)(4) we presume it is unlikely that the reported phenomenon was attributed to the subject device because the microbiological test result cleared the german guideline after oekg¿s reprocessing.